Event description:
It was reported that following the battery replacement the patient was not noticing any stimulation. The manufacturer representative was unable to get the leads to function because "they had apparently been fractured." The patient had a fall several months prior to the report and landed on his right hip where the leads were located. It was further reported that the patient was scheduled to have the leads replaced with a dorsal column stimulator lead. (B)(4). .

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).